Event description:
The customer stated that the audio tones were no longer functioning. Troubleshooting was performed, and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump was received with no audio tone due to a broken transducer wire on the interface board.